Event description:
The customer that while they received fluid detector 7 errors from the beckman coulter lh 750 slidemaker a 5 ml green fluid leaked from under the instrument and onto the counter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found a problem with the sample access module and replaced the access reservoir. The fse ran numerous samples and no errors were noted. The service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record. The sample access module carries blood, diluent and clenz reagents.

Manufacturer narrative:
(B)(4).